Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to tighten the abutment. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 30, 2022.